Event description:
During a lap appendectomy, the specimen pouch was deployed to retrieve appendix. While applying mild tension on the bag, the bag suddenly came out without the appendix. The surgeon was able to retrieve the specimen using a second endocatch bag. No injury to the pt.